Event description:
New information received states the device redetected new instances of post-paced t-wave oversensing on the ventricular channel. New programming changes were made. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a single merlin transmission indicated non-sustained oversensing were observed on multiple transmissions due to post-paced t-wave oversensing. The low frequency attenuation filter is turned on. Programming changes were recommended. The patient has not returned to the clinic. The patient is scheduled to be seen near the end of the year. No further information is available.